Event description:
It was reported that intermittent occlusion alarms occurred. Customer experienced blood glucose level of 506 mg/dl due to the occlusion issue. To address the high blood glucose, customer administered a correction bolus via pump and resumed insulin without requiring assistance from third parties. Reportedly, customer resumed insulin to address the issue.